Event description:
Complainant alleged that while attempting to treat a pt the device failed to discharge via electrode pads. Complainant indicated that the clinician obtained a set of external paddles to continue treating the pt. Complainant did not indicate that there was ant adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.